Manufacturer narrative:
E: first name, last name of initial reporter and facility details are unknown. H3: product analysis of part# 9561524, lot# my22a001 it was observed that the joint of the upper arm was hard to operate. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a user facility (uf) via manufacturer representative regarding a spinal product that was used in unknown spinal therapy. It was reported that the deterioration of functionality lower arm. There is no patient involved in the event and no further complications or symptoms were reported.